Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard flat mesh (device #3). Additional emdr's were submitted to represent the bard/davol ventrio (device #1), the bard flat mesh (device #2) and bard/davol ventralex st (device #4). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard soft mesh and bard/davol ventrio on (B)(6) 2012, allomax and bard mesh (bard flat mesh) on (B)(6) 2012, perfix plug and bard mesh (bard flat mesh) on (B)(6) 2013, ventralex st and perfix plug on (B)(6) 2014, perfix plug on (B)(6) 2014 and bard soft mesh on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against ventrio, two bard meshes (bard flat mesh) and ventralex st. It is alleged that the patient underwent revision surgeries on (B)(6) 2012, (B)(6) 2017 and (B)(6) 2020. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.